Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer "on (B)(6) 2024, due to gallbladder malignant tumors, the patient was instructed by the doctor to avoid damage to the peripheral veins caused by drug leakage during chemotherapy and reduce the occurrence of phlebitis and seepage tissue damage. Weekly catheterization care is performed regularly. On (B)(6) 2024, the patient developed swelling and pain in the right upper limb, and underwent b-ultrasound examination of the blood vessels of the right upper limb, and b-ultrasound showed intravascular thrombosis. The PICC was immediately removed and placed in anticoagulation with low molecular weight heparin. This condition leads to a longer hospital stay and a delayed antineoplastic therapy. It has a certain impact on the patient." No other information was provided